Event description:
A malfunction was reported by the customer regarding the pump. There was no adverse impact to the customer¿s blood glucose level. The customer cleared the malfunction and reset the pump, opting to use mdi as backup therapy to ensure uninterrupted insulin delivery. Technical support arranged for a replacement pump to be sent and advised the customer on storage mode and return procedures for the problematic pump. The customer acknowledged the instructions.